Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, an error code related to the internal battery was found in the ventilator's downloaded error log. In addition, the device evaluation found the following unrelated to the reportable issue; a cracked enclosure, missing inlet air path screw boss, broken dc connector, cracked passive porting block, and a misaligned front enclosure. The customer requested no repairs be done at this time.